Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the penultimate follow-up on performed on 6 june 2016, the displayed longevity was 3 years and 8 months. During the follow-up performed one year later on 5 june 2017, the displayed longevity dropped to 1 year and 9 months (minimum: 15 months). The customer is concerned about this unexpected variation of the displayed longevity. Preliminary analysis confirmed normal behavior of the pacemaker.

Event description:
Reportedly, during the penultimate follow-up on performed on (B)(6) 2016, the displayed longevity was 3 years and 8 months. During the follow-up performed one year later on (B)(6) 2017, the displayed longevity dropped to 1 year and 9 months (minimum: 15 months). The customer is concerned about this unexpected variation of the displayed longevity. Preliminary analysis confirmed normal behavior of the pacemaker.